Event description:
Customer reports, the jaw broke off while doing a laproscopic cholecystectomy. The broken part was retrieved manually without enlargement of the incision, and without further consequences. There was an insignificant delay of approx ten mins. No injury, complication and/or sequela was identified in the pt.